Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited intermittent high out of range shock impedance measurements greater than 135 ohms. It appeared to be a correlation between the high shock impedance episodes and the patient's electromagnetic interference (emi) work environment, where metal inert gas and tungsten inert gas welding occurs. Technical services (ts) explained the impact of emi on impedance measurements. No adverse patient effects were reported. The lead remains in service.